Event description:
On 12-jun-2025, a diabetes educator contacted support and reported that the user had been admitted to the ICU due to severe hyperglycemia. The user was treated by ems at the scene and transported to the emergency room, where treatment with intravenous (IV) insulin and multiple daily injections (mdis) was provided. The user was discharged from the hospital on (B)(6) 2025 and reported a bg of 84mg/dl upon resuming use of the ilet. Educator reviewed the device logs which showed that insulin delivery had been paused for over 10 hours. The user acknowledged the pause and noted prior incidents where the ilet had been unintentionally left in a paused state. The user accepted additional training and confirmed awareness of how to properly manage the pause feature.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No malfunctions or anomalies were identified in the engineering log review. The ilet appeared to respond to cgm input as expected, including appropriate delivery pauses and alerts. Insulin delivery was paused for an extended period, consistent with the reported hyperglycemic event. The cause of the event was traced to user management of the pause feature. Should additional information become available, a supplemental report will be submitted.